Manufacturer narrative:
Correction: removed imf code g04027 and replaced with g07001. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received information which indicated that approximately 1 week following the valve implant the patient reported heart rates between 90-120 beats per minute and a blood pressure of 120/60¿s. The patient indicated the blood pressure had not been that low previously. Episodes of occasional dizziness and lightheadedness also occurred. The physician believed the patient would benefit from an improved heart rate. As reported, there was no arrhythmia, rather the rhythm was sinus tachycardia. A beta-blocker was started and a calcium channel blocker was discontinued. The medication change had resolved the heart rate issue. The dizziness and lightheadedness also resolved. The heart rate issue was reported as causal to the procedure.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop2329us; product lot/serial number: (B)(6); product type: delivery system; product ID: l-evprop2329us; product lot/serial number: (B)(6); product type: loading system; conclusion: the event did not indicate a potential manufacturing issue. Conduction disturbances, such as complete heart block (chb) are known potential adverse effects per the device instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav), as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause could not be determined from the information available. Heart rates between 90-120 beats per minute, a blood pressure of 120/60¿s, and episodes of occasional dizziness and lightheadedness also occurred. Medication changes were made which resolved the heart rate and symptoms. The heart rate issue was reported as unrelated to the valve procedure nor to the medtronic products. However, the cause was not provided. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Conclusion: this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for correction to h10 of the previous report to reference the CAPA #. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed complete heart block (chb). Temporary pacing was initiated. On the first post-operative overnight, inappropriate sensing and capture were noted. A permanent pacemaker was subsequently implanted one day after valve implant and the chb was resolved. No additional adverse patient effects were reported.